Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor arm unable to communicate with the main arm alarm and critical block and inverse critical block did not add to zero alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer advised they were able to rewind and clear the alarms on the insulin pump however the alarms recurred and the issue remained unresolved. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No the motor arm cannot communicate with the main arm or inverse critical block did not add to zero error alarm noted. Program multiple boluses and all boluses were properly recorded in bolus history and in daily totals. No lost data noted. (B)(4).